Event description:
It was reported that the ventilator worked fine during patient use and suddenly shut itself down. The screen went blank; the audio usually heard after a shutdown was heard and the blinking red knob was seen. The user pressed the knob to silence the audio. There was no reported harm to the patient, and the patient was placed on another ventilator. This hospital will not share any patient demographics. The debug logs confirmed a momentary cpu reset, and ventilation resumed within 17 seconds at the previous set settings.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.